Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 g1. The following sections were corrected: b2. D4: model number d10 concomitant devices: (B)(6), 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5, (B)(6), 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t, (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6), 201-78-82 - collar fixation pin 2pk 40mm, quick release. The reason for the revision reported cannot be confirmed from the information provided, but may be due to instability or inclusion of the implanted polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3): the reason for the revision reported cannot be confirmed from the information provided, but may be due to instability or inclusion of the implanted polyethylene in the packaging recall.

Event description:
As reported, approximately six years post initial left tka, the 55 y/o female patient's original dos poly was revised from 2018 to a 15mm ps insert. The surgeon did a poly swap increased 4 mm of thickness from an 11mm to a 15mm. The surgeon stated tibial insert removed after 6 years was flawless. There was no wear or imperfections visible. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image received. Sales rep was unable to obtain x-rays. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.